Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was intermittently depleting quickly which resulted in the pump shutting down. The customer¿s blood glucose ranged from 150 mg/dl to 160 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (cracked touchscreen).